Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported an irregular image. The customer added that the image would worsens when the tower is moved. During troubleshooting the customer was asked to verify the cabling was correct, he verified and confirmed that it was. The customer was then asked if this issue was with or without the scope and the number of monitors involved. The customer stated that he would verify and call back with the answers. The customer responded via email and stated that the issue was resolved after replacing the cable. The customer, however, did not specify which cable was at fault. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center had an irregular image ( display color bars). There were no reports of patient harm.